Event description:
Additional clinical info was rec'd from the user facility about the two pts who developed pulmonary edema after laryngeal mask airway use. The second pt, a 29 year old male, weighing 185 pounds, is a professional football player who had routine knee arthroscopy. The laryngeal mask airway was placed smoothly after induction with propofol 150 mg, fentanyl 250 mcg, and midazolam 2 mg. Forty-five minutes into the procedure, the pt rec'd new stimulation and developed laryngospasm. Succinylcholine was administered and the pt was intubated. Approximately 45 minutes later, the pt was noted to have developed pulmonary edema. The pt was placed in intensive care unit for one day, and his symptoms resolved without sequelae. The info represents additional clinical info pertaining to the pts involved and does not change the conclusions of the prior report. This report will be considered closed unless additional info is rec'd.

Event description:
Additional clinical info was rec'd from the user facility about the two pts who developed pulmonary edema after lma use. The first pt a 23 year old male, weighing 175 pounds, is a professional mountain bike racer who had an incision and drainage of his knee. The laryngeal mask airway was placed smoothly after induction with propofol 200 mg, lidocaine 50 mg, and 200 mcg of fentanyl. There were no difficulties until five minutes after the start of the procedure, when the pt became rigid and the clinician believed the pt to be experiencing laryngospasm. Succinylcholine (20 mg) was administered, and approximately 45 minutes later the pt developed negative pressure pulmonary edema. The pt was placed in intensive care unit for 24 hours, and his symptoms resolved without sequelae. The info represents additional clinical info pertaining to the pts involved and does not change the conclusions of the prior report. This report will be considered closed unless additional info is rec'd.